Event description:
The customer reported via phone call that he had issues with a replacement sensor. The sensor readings were lower than his blood glucose levels. The insulin pump kept wanting to go into threshold suspend. Customer's sensor glucose reading was 56 mg/dl but his blood glucose level was 151 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.